Event description:
I switched to a prod called amo complete moisture plus multi-purpose contact solution, about one month ago. For the last two weeks, I have had extremely red, swollen, painful eyes. The first week I was told I probably had pink eye and was given antibiotic eyedrops. However, it did not help. Today, I saw an eye dr and was told I have a bad infection in my eye and an ulcer on my corneal. I then came home to find the article in my newspaper regarding this contact solution causing acanthamoeba keratitis. Dates of use: one month in 2007. Diagnosis or reason for use: contact solution. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.